Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported while closing the port, the surgeon discovered a small piece of plastic in the pt's abdomen. He immediately checked all equipment and discovered chip was in the cannula of the 5mm port. The trocar was part of a ftc04 kit. There was no consequence to the pt. 07/17/1998 the ors said the piece was retrieved.